Manufacturer narrative:
Ptc investigation result was received on 29-oct-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: lot information added (a78083). Manufacturing date: dec-2012; expiration date: 31-dec-2015. As reported in the powerpoint slides, there was a perforation and breakage of the micro-insert. It is unclear from the description if the breakage event occurred before or after attempted removal of the micro-insert; although review of the films seems to indicate the micro-insert was intact prior to the removal attempt. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. As noted in the original complaint narrative, there was no injury to the patient. Medical assessment: this ptc was initiated due to a reported product quality issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further investigation. The technical assessment concluded "unconfirmed quality defect". No similar ae case reports have been received to date in relation to batch no. A78083. No batch signal could be identified. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(4) 2014 for the following meddra preferred terms: 1. Uterine perforation: the analysis in the global safety database revealed 107 cases. 2. Device breakage: the analysis in the global safety database revealed 869 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this spontaneous case report refers to a (B)(6) years-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced indicated a perforation of the left essure/ left essure device fully encapsulated in the omentum and only distal part of essure (left) was detected and removed from fundus uteri (device breakage). Both events were considered serious due to medical significance. Indicated a perforation of the left essure/ left essure device fully encapsulated in the omentum is a listed event according to the reference safety information for essure, while the remaining event is listed per technical analysis. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case it was reported that insertion of left device was painful, suggesting that the perforation could have occurred during insertion procedure. Therefore, a causal relationship between this event and essure cannot be excluded. Also, single cases of essure breakage have been reported. In the present case, it was reported that during laparoscopy only distal part of essure (left) was detected and removed from fundus uteri. Given the nature of the reported event, it was considered related to essure. This case was regarded as incident since both events led to laparoscopic surgery and left tubectomy. Additionally, non-serious events only 1 winding visible at hysteroscopy and painful insertion left device were reported. Technical analysis concluded unconfirmed quality defect. According to medical assessment, based on available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for sterilization. The patient's medical history included 3 spontaneous partus. The reporter described that were no contraindications for tuba obstruction. The physician stated that after a procedure of 4 minutes during which the right device was placed without resistance or pain, there was only 1 winding visible at hysteroscopy. The left device was also without resistance placed, but a little painful. The left device let 4 windings visible in the uterine cavity. The patient experienced for about 1 week little tenderness of her abdomen without fever or other complaints after insertion procedure. Therefore, the patient was seen on the outpatient department for an ultrasonic check of the essure devices, 3 months after insertion procedure. The right device was clearly visible and well placed, but the left side was not detected in a normal position. A hysterosalphingogram (hsg) was performed, it showed no contrast in contact with the left device. Also 4 markers of the left device were not aligned. According to reporter it strongly indicated a perforation of the left essure device. Therefore a diagnostic laparoscopy was performed. Only the distal part of de left device was detected and removed from the fundus uteri near the tubal insertion. A left tubectomy was performed. There was no remnant of the device seen by hysteroscopy. The tubectomie showed no essure device. After consultation of the essure expert team a second laparoscopy with guidance of x-ray was planned. During a hard search essure device was found in the omentum fully encapsulated. The essure device was removed by laparoscopic surgery. The recovery of the patient was uneventful. Follow-up information was received on 11-sep-2014. Patient's initials and date of birth were provided. On (B)(6) 2013 essure, lot number a78083 was implanted. After two laparoscopies eventually found essure device with x-ray guidance and removed. At the time of this report she was without complaints. No comment was provided by reporter on the question concerning patient's outcome. No further information was provided. Case closed. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced indicated a perforation of the left essure/ left essure device fully encapsulated in the omentum and only distal part of essure (left) was detected and removed from fundus uteri (device breakage). Both events were considered serious due to medical significance. Indicated a perforation of the left essure/ left essure device fully encapsulated in the omentum is a listed event according to the reference safety information for essure, while the remaining event is unlisted. This case was regarded as incident since both events led to laparoscopic surgery and left tubectomy. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case it was reported that insertion of left device was painful, suggesting that the perforation could have occurred during insertion procedure. Therefore, a causal relationship between this event and essure cannot be excluded. Also, single cases of essure breakage have been reported. In the present case, it was reported that during laparoscopy only distal part of essure (left) was detected and removed from fundus uteri. Given the nature of the reported event, it was considered related to essure. Also, non-serious events only 1 winding visible at hysteroscopy and painful insertion left device were reported. A product technical analysis has been requested.

Manufacturer narrative:
Follow-up information received on 03-feb-2016 - partial perforation questionnaire provided: the patient's initials were updated. Medical history included gravida 3 and concurrent conditions included normal weight ((B)(6)). Previous gynecological intervention was denied. The last delivery was not a c-section and patient was not breast-feeding at time of insertion. Uterine abnormal findings were denied. The insertion was easy: the visualization of tubal os was easy. Fluid loss was less than 1500cc and the procedure took less than 20 minutes. Complaints immediately after insertion included tenderness of abdomen. The diagnosis of incorrect essure position was on (B)(6) 2014. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-feb-2016 for the following meddra preferred terms: uterine perforation: the analysis in the global safety database revealed (B)(4) cases. Device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and her hysterosalpingogram (hsg) indicated a perforation of the left essure. She was submitted to a diagnostic laparoscopy; during this procedure only the distal part of left essure was detected and removed from fundus uteri. Later, she underwent a second laparoscopy with x-ray guidance and essure device was found fully encapsulated in the omentum. The reported events, regarded as uterine perforation and device breakage were considered serious due to medical significance and are listed according to essure's reference safety information (perforation) and product technical analysis (device breakage). Uterine perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. Also, single cases of essure breakage have been reported. In the present case, the incorrect position of essure was diagnosed about 5 months after insertion. However, the exact date and mechanism of the reported events are unknown; nevertheless considering their nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident due to the required interventions for essure removal. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Follow-up from 23-mar-2016: no further information received despite follow-up attempt. Case considered closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-mar-2016 for the following meddra preferred terms: uterine perforation: the analysis in the global safety database revealed (B)(4) cases. Device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and her hysterosalpingogram (hsg) indicated a perforation of the left essure. She was submitted to a diagnostic laparoscopy; during this procedure only the distal part of left essure was detected and removed from fundus uteri. Later, she underwent a second laparoscopy with x-ray guidance and essure device was found fully encapsulated in the omentum. The reported events, regarded as uterine perforation and device breakage were considered serious due to medical significance and are listed according to essure's reference safety information (perforation) and product technical analysis (device breakage). Uterine perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. Also, single cases of essure breakage have been reported. In the present case, the incorrect position of essure was diagnosed about 5 months after insertion. However, the exact date and mechanism of the reported events are unknown; nevertheless considering their nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident due to the required interventions for essure removal. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.